Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the rear therapy electrode pads. The area was described as a red, bumpy rash, 4 x 3 inches long. During a follow up, the patient's wife reported that the rehab facility was treating the irritation with hydrocortisone cream per the doctor's recommendation. The irritation was reported to be improving.